Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code 814:00. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation is in the process of being completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: a colleague infusion pump was reported to have a channel error 814:00 when the pump was turned on. The pump asked that the user reestablish the pump manually. This reported problem was confirmed during product evaluation. The root cause of the reported condition was assigned not identified. Therefore, no repair was made to correct this reported condition. This is involving a pump with software version 7.22.00 which is categorized as a spanish colleague v1.7. A service history review revealed that this device has not been serviced prior to this event. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.